Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the display was found to be dim, faded and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the up arrow button on the keypad demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contact of the up arrow button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributorr contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.